Event description:
On 6/6/95 at 10:30 am, 3 nursing assistants were using a pt lift to transfer an 87-yr-old resident from his bed to a chair. While turning the resident to place his position, the swivel bar came off the lift and the resident fell approx 3 feet to the floor striking his head and back, while the swivel bar hit him in the chest. The resident sustained an abrasion on his back from hitting the leg of the lift, an abrasion on the occipital area of his head and no noticable injury to his chest.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: invalid data. Conclusion: device failed during assembly, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.